Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient has two untreated episodes due to oversensing of noise. Patient has not received any inappropriate shocks at this time. Discussed troubleshooting, however the patient did not show up for follow-up. No adverse events.